Event description:
The customer reported via phone call that she was experiencing high blood glucose levels. The customer's blood glucose level was above 600 mg/dl but her sensor glucose reading was 220 mg/dl. She changed her infusion set a couple of times. Two infusion sets were bent. The insulin pump alarmed no delivery. The customer was ill. She was unable to troubleshoot at the time of call. The device was not returned.

Manufacturer narrative:
Reference medwatch 2032227-2015-17477 and 2032227-2015-17478 for additional information. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.